Manufacturer narrative:
(B)(4).

Event description:
It was reported "the luer-hub (brown) was leaking". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-l cvc for investigation. The distal luer hub was not returned. The catheter body was intentionally severed in two pieces. Visual inspection revealed the distal luer hub separated from its extension line. The point of separation is unknown as the distal luer hub was not returned. The separation point on the extension line was rough and jagged. Visual inspection of the separated hub could not be performed as it was not returned for evaluation. The catheter body pieces measured 141mm and 72mm, totaling 213mm, which is within the specification of 207-227mm per catheter product drawing. The outer diameter of the distal extension line measured 2.189mm which is within the specification of 2.13-2.21mm per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured 1.4478 mm, which is within the specification of 1.42-1.50mm per distal extension line extrusion product drawing. Dimensional inspection of the separated hub could not be performed as it was not returned for evaluation. The catheter was functionally tested per the instructions for use (IFU) provided with this kit which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and proximal extension lines were flushed using a 5cc syringe. Both extension lines flushed as expected. A manual tug test confirmed the medial and proximal extension lines were secure to their respective hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". The customer report of an extension line/luer hub separation was confirmed by complaint investigation of the returned sample. The distal extension line separated from its luer hub; however, the separated luer hub was not returned for evaluation. The probable root cause of this event could not be determined without the luer hub returned for analysis. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the luer-hub (brown) was leaking". No patient harm reported. The device was replaced. The patient's condition is reported as fine.